Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was feeling weak but thought she may be experiencing issues related to her pre-existing ¿heart issues¿. The patient did not look at her cgm at this time and did not take a bg meter comparison value. The patient was wearing a tandem insulin pump. The patient¿s husband called emergency medical services (ems). Ems arrived and transported the patient to the emergency room (ER). At the ER, the patient¿s cgm was reading 113 mg/dl and the bg meter was reading 64 mg/dl. The patient was treated with IV dextrose. A few minutes after treatment, the patient¿s cgm was reading low mg/dl and the bg meter was reading 265 mg/dl. The patient was discharged home after approximately 4 hours. The patient was ¿stable and fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c and d zone of the parkes error grid. No additional patient or event information is available.